Manufacturer narrative:
"Investigation summary: in response to the event reported a device history review was conducted for lot number 0168683. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications."

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm leaked during use. The following was reported by the initial reporter: "in the process of intravenous infusion, fluid leaked from the heparin cap,that led to wet hair and crying of the child. When the family members expressed dissatisfaction, the heparin cap should be replaced immediately to appease the children and their family members, do a good job of explanation, and strengthen inspection and observation."